Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that about 1-2 weeks ago the right side of the body starting at the stimulator and going down has been hurting. Patient said they did have a fall over a week ago and fell on their back right on the implant. Patient said that they went to the ER, had x-rays and CT scan performed but did not receive results of imaging. Patient also mentioned that when lying on their back they feel twinges in back by the stimulator. Patient said that their pain physician pressed on the implant and they felt pain, something in their bowel moved and they had an accident on their pad, however said that it smelt different. Patient said that they haven't felt stimulation since the fall and requested assistance with making an adjustment. Reviewed therapy information and general programming guidance. With instruction patient increased setting from 2.3 to 2.6 and feels a slight vibration. The issue was not resolved through troubleshooting. When asked, patient said they haven't  yet contacted managing doctor for their device. The patient was redirected to their healthcare provider to further address the issue and provided phone number .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.